Manufacturer narrative:
Qn#: (B)(4).

Event description:
It was reported that "during the insertion of a cvc, no blood could be aspirated, although the puncture needle was placed sonographically in the vessel; after several puncture attempts, it was noticed that the syringe repeatedly drew air during the puncture. The intervention was stopped and when the needle was flushed again with nacl, a crack appeared in the needle cone/hub." It was reported "the set was exchanged and the puncture was performed with the new equipment without any problems.". The patient's condition is reported as fine. It was reported the patient was punctured multiple times by the needle.

Manufacturer narrative:
(B)(4). The customer provided three photos of a product lidstock and a cracked needle hub. The customer returned one introducer needle and product lidstock for evaluation. Visual examination revealed three large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained three cracks in the hub. A device history record review was performed with no relevant findings found. Further investigation of this issue is being conducted under a CAPA. The CAPA failure investigation indicates that the probable cause is design related.

Event description:
It was reported that "during the insertion of a cvc, no blood could be aspirated, although the puncture needle was placed sonographically in the vessel; after several puncture attempts, it was noticed that the syringe repeatedly drew air during the puncture. The intervention was stopped and when the needle was flushed again with nacl, a crack appeared in the needle cone/hub." It was reported "the set was exchanged and the puncture was performed with the new equipment without any problems.". The patient's condition is reported as fine. It was reported the patient was punctured multiple times by the needle.

Event description:
It was reported that "during the insertion of a cvc, no blood could be aspirated, although the puncture needle was placed sonographically in the vessel; after several puncture attempts, it was noticed that the syringe repeatedly drew air during the puncture. The intervention was stopped and when the needle was flushed again with nacl, a crack appeared in the needle cone/hub." It was reported "the set was exchanged and the puncture was performed with the new equipment without any problems.". The patient's condition is reported as fine. It was reported the patient was punctured multiple times by the needle.

Manufacturer narrative:
Qn#(B)(6). The customer provided three photos of a product lidstock and a cracked needle hub. The customer returned one introducer needle and product lidstock for evaluation. Visual examination revealed three large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained three cracks in the hub. A device history record review was performed with no relevant findings found. A non-conformance was initiated to further investigate this issue. Corrected data: section h.10. Corrected as follows: the customer provided three photos of a product lidstock and a cracked needle hub. The customer returned one introducer needle and product lidstock for evaluation. Visual examination revealed three large cracks in the needle hub. The returned needle was functionally tested in accordance with the instructions-for-use (IFU) provided with this kit. The IFU states, "insert introducer needle with attached arrow raulerson syringe into vein and aspirate." The returned introducer needle was connected to a lab inventory syringe to functionally testing. When the syringe and needle were used to aspirate, air bubbles entered the syringe body. When the syringe and needle were used to expel water, small droplets of water appeared from the cracks in the hub. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit was reviewed as part of this complaint investigation. The reported complaint that the introducer needle hub was cracked was confirmed by the complaint investigation. The returned introducer needle contained three cracks in the hub. A device history record review was performed with no relevant findings found. A non-conformance was initiated to further investigate this issue.